Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 24g x 0.56in (0.7 x 14 mm) insyte autoguard caused a change in treatment in the form of a placement of a uvc central circulation line during use. The following information was provided by the initial reporter: insyte material no.: 381411, batch no.: 9024526. Complaint 2 of 2. Per email: in the last 6 months, we have seen an increase in the number of attempts it is taking us to start ivs on our neonates. This past week, we had one infant who took 14 sticks before they gave up and put in a uvc, and another infant who went through 24 sticks. Unfortunately, this last week is just an example of many weeks of frustration. Per response email: please describe how the catheter products are defective. (E.g. Is the needle difficult to penetrate the skin or dull? Is it difficult to advance? Is it an issue with flashback or tip integrity?) The tip seems dull. What is the bd reference # and lot/batch # of the affected products used by each facility? 9024526 lot number. Ref 381411. Is it known on what date(s) did the incidents occur? Over weekend of june 8-9. If the incidents occurred during patient use, are patient identifiers available? Neonates in the nicu.

Event description:
It was reported that an unspecified number of 24g x 0.56in (0.7 x 14 mm) insyte autoguard caused a change in treatment in the form of a placement of a uvc central circulation line during use. The following information was provided by the initial reporter: insyte material no. 381411, batch no. 9024526. Per email: in the last 6 months, we have seen an increase in the number of attempts it is taking us to start ivs on our neonates. This past week, we had one infant who took 14 sticks before they gave up and put in a uvc, and another infant who went through 24 sticks. Unfortunately, this last week is just an example of many weeks of frustration. Per response email: 1. Please describe how the catheter products are defective. (E.g. Is the needle difficult to penetrate the skin or dull? Is it difficult to advance? Is it an issue with flashback or tip integrity?) The tip seems dull. 2. What is the bd reference # and lot/batch # of the affected products used by each facility? 9024526 lot number. Ref. (B)(4). 3. Is it known on what date(s) did the incidents occur? Over weekend of june 8-9. 4. If the incidents occurred during patient use, are patient identifiers available? Neonates in the nicu.

Manufacturer narrative:
Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.